Manufacturer narrative:
Investigation into the event determined that the vitros 5,1 was operating as intended. The definitive root cause of the imprecise vanc qc results is unk, however, it is most likely a combination of two factors, user error in the processing and handling of qc fluids and inconsistent reagent pack handling. Following service activity and re-enforcement of regent handling, acceptable performance has been maintained.

Event description:
A customer observed imprecise vanc qc results on the vitros 5,1 fs chemistry system from 2007 to 2008. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.